Event description:
It was reported that the patient was having anterior cervical disc repair when the device delivered a shock. The surgeon received a shock through his body and had dizziness and a rapid heart beat. The surgeon had to sit down and recuperate before finishing the surgery. The surgeon went to the emergency room. No intervention was required. A magnet had been taped over the device. The device showed two non-sustained noise episodes prior to the shock. The patient was noted to be in sinus rhythm before and after the shock. There was no adverse problems reported for the patient.

Manufacturer narrative:
The patient code of dizziness applies to the surgeon who was an additional party to this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.